Event description:
Medtronic received information that possible over delivery anomaly occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version: 5.2a retainer ring = black on (B)(6), 2022 the pump was returned due to customer allegation to pump over delivering causing low bgs. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6), 2022 found bolus deliveries of 0.075u at 00:09:10.000, 0.075u at 01:04:09.000, 0.1u at 02:04:09.000, 0.075u at 03:04:09.000, 0.25u at 04:04:15.000, 0.225u at 05:04:15.000, 0.1u at 06:04:09.000, 0.05u at 07:39:09.000, 0.25u at 08:04:17.000, 0.4u at 09:03:01.000, 0.25u at 10:04:15.000, 0.275u at 11:04:17.000, 0.275u at 12:04:25.000, 0.275u at 13:04:18.000, 0.25u at 16:04:17.000, 0.05u at 17:09:09.000, 0.25u at 18:04:15.000, 0.275u at 19:04:19.000, 0.175u at 20:04:13.000, 0.025u at 21:01:01.000, and 0.25u at 23:59:17.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with scratched case. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.